Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the white stapler 30 reload to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. The reload was returned with the orange installation tool. No damage to the installation tools was observed. The reload was recognized successfully with an in-house instrument when placed on an in-house system multiple times. The reload was returned unused and unfired. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. Additional observations not reported by site: the reload was found to have missing staples at the proximal end of the reload. Due to the missing staples, detached fragments were observed. The probable root cause of the missing staples is attributed to the user.

Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure; the white stapler 30 reload accessory had a recognition failure. No fragments fell inside the patient. The procedure was completing as planned with no reported injury.